Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident and current blood glucose was 333 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. The customer disconnected insulin pump and noticed insulin was leaking out of the end. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer does not allege pump was over and under delivering. Customer reported the insulin pump was not worn during a medical procedure around magnetic resonance imaging. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.